Manufacturer narrative:
Two samples were received for evaluation. Visual inspection revealed the sample was received in a plastic bag; no damage or defects were detected. Functional testing was performed, and the reported issue was unable to be replicated. The root cause could not be determined. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Other text: b3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the line was leaking; split tubing under plastic mount in the unknown set. Patient involvement unknown.